Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause of the issue was a poor connection of the cable to the main board which required the o2 mixer assembly to be replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: the customer gave a complaint during the preoperative check ventilator showed an "oxygen supply failed" alarm continuously.

Event description:
The following was reported to hamilton medical ag: the customer gave a complaint during the preoperative check ventilator showed an "oxygen supply failed" alarm continuously.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: pre-evaluation outcome: neither harm to patient, user or third party nor a treatment delay was reported. Investigation is ongoing.